Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 this patient on peritoneal dialysis (pd) reported receiving a manual fill of 2000ml of medication solution for an infection during a call to customer support for operational assistance with bypassing into dwell 1. There were no reported cycler malfunctions or product issues associated with the infection. In additional follow-up, the patient¿s pd nurse stated the symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria pseudomonas aeruginosa, and coagulase negative staphylococcus. The patient was diagnosed with peritonitis and treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. It was stated the peritonitis may have been related to a breach in aseptic technique. The pd nurse stated the patient is recovering from the event and continues pd treatment with the same cycler without any adverse effects.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment and staphylococcus which is bacteria found on human skin. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, the event may have been related to a breach in aseptic technique, as reported by the patient¿s pd nurse.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported receiving a manual fill of 2000ml of medication solution for an infection during a call to customer support for operational assistance with bypassing into dwell 1. There were no reported cycler malfunctions or product issues associated with the infection. In additional follow-up, the patient¿s pd nurse stated the symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria pseudomonas aeruginosa, and coagulase negative staphylococcus. The patient was diagnosed with peritonitis and treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. It was stated the peritonitis may have been related to a breach in aseptic technique. The pd nurse stated the patient is recovering from the event and continues pd treatment with the same cycler without any adverse effects.